Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 came out of the box with a piece of plastic at the tip loose/detached. Device shows clear plastic protrusion from the distal cannula. These defects were identified before the cannula came near patients so there were no injuries or close calls. No patient involvement

Manufacturer narrative:
Trackwise # 483713. Updated sections: g4, g7, h2, h3, h6, h10 analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 23jun2021. A photograph was received from account. The cannula was observed with the harvesting device inserted and clear plastic protrusion can be observed from the distal cannula. An investigation was conducted on 03sep2021. A visual inspection was conducted. Signs of clinical use was observed but no evidence of blood was observed on the intact c-ring. The scope wash tube was observed to be bent and clear plastic protruded from the distal cannula. No other visual defects were observed. Based on the returned condition of the device, the reported failure material twisted bent; scope wash tubing bent was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for anendoscopic vein harvesting procedure, vasoview hemopro vh-3500 came out of the box with a piece of plastic at the tip loose/detached. Device shows clear plastic protrusion from the distal cannula. These defects were identified before the cannula came near patients so there were no injuries or close calls. No patient involvement